Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, while placing a screw into the bone, the tip of the screwdriver snapped off. The debris was successfully removed, and there was a delay of approximately 5 minutes. Attempts have been made and all available information has been provided.